Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that cause of the reported issue was due to the device's system pcb assembly. Physio replaced the device's system pcb assembly and after proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not pass the user test. Upon evaluation of the customer's device, physio-control observed that the device displayed a service indicator and blank screen. This behavior is indicative of a device lockup condition and, as a result, defibrillation therapy would not be possible. There was no patient use associated with the reported event.